Event description:
Therapeutic procedure. Patient was under propofol sedation. Four bml-v442qr-30/mechanical lithotriptor were used in total were used, two had failed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the cause of the guide wire tip tear might be the following reasons: trying to insert the device into the endoscope while using the guide wire. The device was excessively angulated while inserting the guide wire into the guide wire tip. A load beyond the resistance strength was applied to the guide wire tip. That might have caused the guide wire tip to tear. The event can be detected/prevented by following the instructions for use which state: when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the investigation results, guidewire tip torn, could not be identified. The likely cause of the guide wire tip tear might be the following reasons: trying to insert the device into the endoscope while using the guide wire. The device was excessively angulated while inserting the guide wire into the guide wire tip. A load beyond the resistance strength was applied to the guide wire tip. That might have caused the guide wire tip to tear. However, the root cause of the problem could not be conclusively identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip.¿. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Related patient identifier: (B)(6).

Event description:
It was reported, the single use mechanical lithotriptor v exhibited a torn guide wire tip. The issue occurred during an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.